Manufacturer narrative:
Citation: abdelghani m et al. Determinants of success and hemodynamic impact of balloon post dilatation of self-expanding transcatheter aortic valves. Catheter cardiovasc interv. 2018 nov 1;92(5):945-953. Doi: 10.1002/ccd.27538. Epub 2018 mar 9. Attached supplementary table 1-2 document. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the rate, the determinants of success, and the hemodynamic impact of balloon post-dilatation of self-expanding transcatheter heart valves. All data were collected from multiple centers between january 2008 and january 2015. The study population included 307 patients (predominantly male; mean age 81 years), all of which were implanted with a medtronic corevalve bioprosthetic valve (26, 29, and 31 mm prosthesis sizes were used). No serial numbers were provided. Among all patients, 36 deaths occurred within one-year following the procedure. Based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: second valve implanted (valve-in-valve), new permanent pacemaker implantation, stroke, unspecified device issue, major bleeding, major vascular complications, under-expanded valve frame, and mild-moderate-severe paravalvular leak. Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.